Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter and thromboembolic events are both potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿ also, in the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital. The patient had a scheduled removal approximately 6 months later with dr. (B)(6), at (B)(6), on or about (B)(6) 2014, who found the filter was tilted and the tip embedded within the wall of the vena cava. ¿several attempts were made to loop the snare to capture the tip of the catheter without success.¿ the procedure was then terminated and a final angiogram was performed which demonstrated ¿patency of the inferior vena cava without evidence of vessel injury or endothelial injury.¿ the filter remains implanted. On or about (B)(6) 2014 a CT of the abdomen was performed and demonstrated ¿inferior vena cava thrombosis extending into the right common iliac, right external and internal iliac veins.¿ the patient alleges ¿as long as the option filter remains embedded in her vena cava, (plaintiff) is at risk for further thrombosis and future filter fractures, migrations, and perforations and tilting.¿ argon¿s attorneys are attempting to gather information.